Event description:
The customer reports that the axsym core-m reagent cap 3 did not actuate properly to open the cap when running the analyzer. The sample probe subsequently became bent when it hit the closed cap. The operator of the analyzer attempted to remove the bent probe and received a probe stick to her thumb. The thumb became red and swollen but no stitches were required. The customer followed their lab policy for needle sticks. Treatment included a tetanus shot and a 28-day regime of anti-viral medication. The operator was wearing disposable gloves, but had not decontaminated the sampling probe before attempting to remove it from the axsym. Blood will be drawn at intervals for the next six months for chemistry, (B) (6) and (B) (6)testing. There was no report of adverse effects due to treatment. There was no impact to patient management reported related to this issue.

Manufacturer narrative:
(B) (4) the customer performed a reagent actuator calibration, and then performed a successful reagent actuator check using another pack of the same lot of core-m reagent and several other reagent packs. The customer installed another sampling probe, and performed a sampling probe calibration. The bent sampling probe was discarded by the customer. The customer reported they had no further occurrences of reagent pack caps not opening since the reagent actuator calibration was performed. The complaint text notes indicate actuator misalignment was the most likely cause of the actuator failure and the sampling probe crash. Product labeling contains adequate information on the correct procedure for maintaining and replacing sampling probes, operational precautions, and hazards of the axsym system. The labeling contains a warning noting the sampling probe is sharp and is a potential biohazard and also notes the probe should be decontaminated before it is touched. No adverse trends due to operators being injured while replacing axsym sampling probes were identified. The customer technical advocate (cta) discussed with the customer that the probe should be decontaminated prior to attempting to change it. The cta also referred to product labeling containing warnings for potential biohazard and that probes are sharp and may cause injury. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list no. 07a83-95 or the axsym probe list no. 09a59-01 related to the issue under evaluation.